Event description:
It was reported to conmed that, "surgeon: dr. (B)(6) during his attempt to remove the manipulator from the specimen and the patient experienced the forward cervical cup become dislodged from the preassembled shaft. The stability balloon remained intact on the shaft. The forward cup was retrieved separately from the vagina. No patient injury and or case delay."

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2012-00099. The actual device has been discarded by the end-user facility; therefore, will not be evaluated by conmed corporation. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed. Device discarded by end-user.